Event description:
It was reported that a home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy on the homechoice device. During an assistance call with the technical service representative (tsr), the hp informed that they were connected during priming. The tsr explained the proper procedures and advised the hp to start over with all new supplies. The hp would complete the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected before priming the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.